Event description:
The patient had to have the implant removed due to loss of integration after it had been placed for more than 1 year. The doctor indicated that the bone condition was the only contributing factor for implant removal.

Manufacturer narrative:
.